Event description:
It was reported that the device pacemaker reverted to safety mode. The patient reported feeling dizziness. Boston scientific technical services (ts) discussed potential oversensing leading to patient symptoms. This device was explanted and successfully replaced. No additional adverse patient effects were reported.